Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl presenting as a tumour and a late seroma", rupture.

Event description:
Healthcare professional reported left side "bia-alcl presenting as a tumour and a late seroma." Pathological results were included. The device was explanted. Physician reported "bia-alcl presenting as a tumour and a late seroma. The fluid from the seroma tested positive for cd30+ and negative for alk-" and rupture. Healthcare professional reported " ¿abundant dark serohematic fluid and amorphous material with uneven hard-elastic consistency,¿ inside the capsule. MRI showed "characteristics suggesting intra-capsular rupture". The device was explanted.